Event description:
Reportedly, a follow-up was scheduled on (B)(6) 2014 because the patient had experienced syncope episode. Following initial interrogation of the subject device, the message ¿aida memories are not activated¿ was displayed in the diagnosis section of the device memories (aida) screens and aida was found empty. In addition, it was observed that the last r wave amplitude was dated (B)(6) 2014 (date of the previous follow-up). Investigations are required to explain the non activation of aida and the missing episode.